Manufacturer narrative:
The complaint investigation for falsely reactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Device history record review for lot 42073be00 did not identify any non-conformances or deviations. In-house specificity testing was completed with complaint lot number 42073be00. Testing met validity and acceptance criteria and the product is performing as expected. Based on the investigation, no systemic issue or deficiency with the alinity I toxo igg assay for lot 42073be00 was identified. All available patient information was included. Additional patient details are not available.corrected information in section d4 expiration date.

Event description:
The customer observed false positive alinity I toxo igg results for multiple patient samples. Results provided: (B)(6) 2022 patient 1 ¿ 1st sample sid: 5708my result tox igg (35558be00): 5.1 iu/ml, result tox igm: 0.10 index, repeat result on alinity (42073be00) 5.2 ui/ml, repeat on liaison and roche = negative patient was on an earlier date still tox igg negative on alinity. (B)(6) 2022 patient 1 ¿ 2nd sample sid: (B)(6) result tox igg (35558be00): 5.3 iu/ml, result tox igm: 0.10 index, repeat result on alinity (B)(6) 5.0 ui/ml, repeat on liaison and roche = negative (B)(6) 2022 patient 2 ¿ sid (B)(6), tox igg: 12.4 iu/ml (42073be00), tox igm: 0.16 index, repeat results on liaison and roche = negative no impact to patient management was reported.

Event description:
The customer observed false positive alinity I toxo igg results for multiple patient samples. Results provided: on (B)(6) 2022, patient 1 ¿ 1st sample sid: (B)(6), result tox igg (35558be00): 5.1 iu/ml, result tox igm: 0.10 index, repeat result on alinity (42073be00) 5.2 ui/ml, repeat on liaison and roche = negative. Patient was on an earlier date still tox igg negative on alinity. On (B)(6) 2022, patient 1 ¿ 2nd sample sid: (B)(6), result tox igg (35558be00): 5.3 iu/ml, result tox igm: 0.10 index, repeat result on alinity (42073be00) 5.0 ui/ml, repeat on liaison and roche = negative. On (B)(6) 2022, patient 2 ¿ sid (B)(6), tox igg: 12.4 iu/ml (42073be00), tox igm: 0.16 index, repeat results on liaison and roche = negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Completed information for patient identification: sids : (B)(6).